Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported malfunction.

Event description:
Consumer reported via e-mail that after removing a tampon pledget from her vaginal cavity she felt like there was something still inside. Consumer alleged it was a piece of plastic that she believed came from the tampon. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.